Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed "no disposable clamp tubing." The reservoir volume had been 532.7 ml, the rate had been 12.5 ml/hr, and 17.35 ml had been given. Trouble shooting was performed but the alarmed returned. Air bubbles were present in the tubing. Trouble shooting was repeated but the device exhibited the same results. The pump had been powered down, the clamp had been closed near the port, and the patient had been instructed to call the clinic. There was patient involvement, but no patient harm reported.